Event description:
It was reported by service report that the brake pedals were jammed on both sides. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: broken foot-end brake crank assembly.